Manufacturer narrative:
This report is submitted on march 22, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site exposing the receiver/stimulator (date not reported). Subsequently, the patient was treated with IV, oral, and topical antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 03, 2024.